Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed one complaint was found as part of this production order which is not related to the codes used in this investigation. Furthermore, this complaint meets the criteria for no investigation to be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had unfolding issue (haptic broke inside). Additional information received states the lens was delivered into the patient's left eye, the haptic was mangled, and it tore through the bag and broke. An anterior vitrectomy was then performed. There was patient contact as removal and replacement happened during the same procedure. The procedure was successfully completed with a backup lens of the same model and diopter. No further information provided.